Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Concomitant medical products: product ID: 76446540, lot#: (B)(4), product description: bone screw, 76446540 mult axial 6.5x40 ti, implanted date: (B)(6) 2017, explanted date: (B)(6) 2020. Product ID: 76446540, lot#: (B)(4). Product description: bone screw 76446540, mult axial 6.5x40 ti, implanted date: (B)(6) 2017, explanted date: (B)(6) 2020. Product ID: 76446545, lot#: (B)(4). Product description: bone screw 76446545, mult axial 6.5x45 ti, implanted date: (B)(6) 2017, explanted date: (B)(6) 2020. Product ID: 76446545, lot#: (B)(4), product description - bone screw 76446545, mult axial 6.5x45 ti, implanted date: (B)(6) 2017, explanted date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received field representative regarding patient with posterior instrumented arthrodese t12 s1 for a degenerative discopathy involved in synthesis and replacement. Levels implanted - t12 s1. It was reported during normal use, patient reported that in (B)(6) he perceived a loud deaf noise in his back and severe pain on the day of hospitalization. Rx tests were carried out and the 2 rods were found to be broken. The 2 broken rods and their intact screws have been removed and replaced. Even if the bars had been intact they would have replaced them equally. There was no broken fragments left in the patient. Patient is alive - no injury. On 2020-jan-04, received additional information that there was no malfunction with the reported bone screws. Patient was not hospitalized prolong as a result of the event. There was no delay in overall procedure time. There were no complications reported as a result of the event. Procedure was completed in patient without problem. Customer refused to return the product as they intended to keep it.